Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has a safety shield that comes off during use. No mucous membrane exposure to body fluids reported. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.